Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that a patient experienced non sustained right ventricular oversensing episodes and noise on right ventricular defibrillation lead. Upon interrogation, the noise was reproducible through isometrics in the lab and fluoroscopy revealed little to no slack on the lead with svc coil almost pulled back out of superior vena cava. The lead was extracted and replaced. The patient was stable after the procedure.